Event description:
Customer hospitalized due to high blood glucose. Customer also reported vomiting and nausea. During troubleshooting, it was determined the programmed insulin concentration was not correct. Customer also reported that basal rates had not been programmed for months.